Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause of the event is due to adhesive that adhered to the power switch. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the video system center power switch gets stuck when pressed. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; power switch gets stuck, adhesive inside switch; universal serial bus (usb) port damaged, has bent pins and bnc cable port has chemical or adhesive around it. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.